Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer did not provide any additional information. Tandem technical support made multiple attempts to follow up with customer but were not successful.